Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Related manufacturer reference number: 1627487-2019-08085, 1627487-2019-08087. It was reported that the patient has developed an infection. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s scs system has been explanted. The patient is currently undergoing treatment and has been admitted to a hospital for medical management.

Manufacturer narrative:
The reported event of infection cannot be confirmed with product testing alone. As received, both octrode leads passed all electrical testing. No root cause was identified for the reported event. DHR was conducted and final packaging production record for 65-3186 batch # 6798729 showed no relevant nonconformances were recorded.

Event description:
Related manufacturer reference number: 1627487-2019-08085. 1627487-2019-08087. 1627487-2019-08435.

Event description:
Related manufacturer reference number: 1627487-2019-08085. 1627487-2019-08087. 1627487-2019-08435. It was reported that the patient¿s infection has now cleared and the patient has been discharged from the hospital. The devices were later received on (B)(6) 2019 for analysis along with a terminal end of a lead, 3186. The lead has been added as a fourth reportable device.